Manufacturer narrative:
See attached for investigation results and further details regarding the date(s) provided in this report.

Event description:
It was reported that a renasys go unit failed to charge.